Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab to have a bent spike tip. The cause of this bend is due to use/mis-use conditions during set use. The lot number is unknown; therefore, a batch review cannot be performed. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
A nurse reported to baxter (B)(4) that a transfer set spike got bent while connecting to the cassette with the clean flash. An error 154.90.33 occurred. The set had been used for 60 days. There was no patient injury or medical intervention. No further information is available.